Event description:
Baxter reported that the spike of the transfer set was broken. The set was in use for 40 days. There was no patient injury or medical intervention associated with this incident according to baxter.